Event description:
The customer called to report an error alarm. Explained customer that the error alarm is a program safety alarm. Troubleshooting was performed assisted customer with rewind and programming. During the call, the customer stated that they were admitted in the hospital for hypoglycemia. Cause of low bags was unclear, but the customer mentioned that they had a few drinks before being admitted to the hosp.